Event description:
It was reported that the user experienced hypoglycemia followed by hyperglycemia while using the ilet bionic pancreas, including a lowest blood glucose of 41 mg/dl and a highest of 364 mg/dl, after overtreating lows with oral carbohydrates, loading carbohydrates before bed, using incorrect meal announcements, and accidentally shutting down the device which interrupted insulin delivery; alerts were received and delivery was later resumed. Customer care provided support that included troubleshooting with the user regarding low treatment, and correct meal announcements. Investigation of this case revealed user-related factors, including overtreatment of hypoglycemia, preemptive carbohydrate intake, and inadvertent device shutdown leading to hyperglycemia. Symptoms included dizziness, shakiness, and sweating during the low, with no reported symptoms during the high. Outcomes included transient blood glucose excursions that were treated and stabilized without medical intervention. It was concluded that the event resulted from use-related error rather than device malfunction.